Event description:
It was reported the tubing of a clearlink system non-dehp solution set leaked. The device was filled with trastuzumab. The event was observed when hanging the line prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection the tubing was observed collapsed/kinked. The device underwent functional testing, including priming, pressure and clear passage under water testing, and a leak was observed between the assembly of the tubing and the drip chamber. Pull testing between the tubing and drip chamber was performed and the results were satisfactory. The sets were within dimensional specifications. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.